Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported the cement blister package was broken.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿when ordering the cement with antibiotico, the auxiliary opens the package of the blister and is broken¿ the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the distal portion of the ampoule has broken resulting in monomer leaking into the ampoule blister packaging. Evidence of the outer packaging, patients labels and the package for the bone cement were also observed on the provided photos. The potential cause of the observed complaint condition cannot be traced to a manufacturing issue. Once the product leaves depuy synthes control, it is unknown what environment conditions or human intervention or manipulation the packaged products are exposed to during that time. Therefore the suspected cause is traced to transport/storage outside of depuy synthes control. A manufacturing record evaluation was performed for the finished device [3315040 /4282464] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the depuy cmw 1g 40g would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to transport/storage outside of depuy synthes, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [3315040 /4282464] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review : a manufacturing record evaluation was performed for the finished device [3315040 /4282464] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
This cement was not prepared. The vial came broken. The blister was broken. The pieces were unknown but the liquid was inside the plastic. There was a 5-minute delay and the surgeon was asked for the cement that was left in the container and there were no reports of patient harm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.